Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose with ilet paired to a dexcom g7, with concurrent readings of 72 mg/dl by fingerstick and 91 mg/dl on the ilet/cgm, after consuming chips and fruit earlier without announcing and while engaged in family activities; the user took three glucose tablets, waited, and repeated a fingerstick that rose to 91 mg/dl while the cgm read 87 mg/dl with a steady arrow, later ate pizza without delivering a meal announcement per clinical advice, and a subsequent fingerstick measured 211 mg/dl. Symptoms included feeling shaky and not clear headed. Outcomes included self-treatment with oral glucose, stabilization of glucose to in-range prior to the meal, and no medical intervention or hospitalization. Investigation included telephone troubleshooting, review of recent glucose trends and actions, fingerstick verification of cgm readings, discussion of potential contributors such as missed meal announcement and activity, and education on monitoring and announcing meals. Investigation of this case revealed transient cgm-fingerstick discrepancy within an expected range and glucose variability consistent with recent unannounced intake and activity, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial, including physiological and usage factors rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.